Event description:
It was reported that during routing interrogation, a battery depletion alert was observed on this subcutaneous implantable cardioverter defibrillator (s-ICD). The health care professional (hcp) requested for technical services (ts) for the data of this sicd to be analyzed. The hcp noted that the patient had reported hearing beeping tones prior to the visit. Ts data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, the device was explanted and replaced with a new device. The device is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during routing interrogation, a battery depletion alert was observed on this subcutaneous implantable cardioverter defibrillator (s-ICD). The health care professional (hcp) requested for technical services (ts) for the data of this sicd to be analyzed. The hcp noted that the patient had reported hearing beeping tones prior to the visit. Ts data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, the device was explanted and replaced with a new device. The device is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction made on h6 field: device code additional information: this subcutaneous implantable cardioverter defibrillator (s-ICD) device explant has already been reported in FDA report 2124215-2023-16270.

Event description:
It was reported that during routing interrogation, a battery depletion alert was observed on this subcutaneous implantable cardioverter defibrillator (s-ICD). The health care professional (hcp) requested for technical services (ts) for the data of this sicd to be analyzed. The hcp noted that the patient had reported hearing beeping tones prior to the visit. Ts data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.